Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain"), gastrointestinal haemorrhage ("gastrointestinal bleeding") and haematochezia ("bloody stools") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508295, 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "consumer not undergone essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included body mass index normal, endometriosis, bloating, colorectal cancer, hematochezia and abdominal cramps. Concomitant products included cefalexin (cephalexin) and spironolactone (spironolactone). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("abnormal/heavy bleeding during menstruation"), allergy to metals ("allergic or hypersensitivity reaction type: metal"), food allergy ("food sensitivities"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection (uti)"), urticaria ("rashes or skin conditions type: hives") and skin disorder ("autoimmune disorder type of disorder: skin condition"). In 2008, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe cramping during menstruation") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 2 months after insertion of essure (ess205). In 2009, the patient experienced haematochezia (seriousness criterion medically significant), diarrhoea ("diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)") and gastrointestinal polyp ("gastrointestinal or digestive system condition type: polyp"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), rash ("skin rashes") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy-robotic assisted). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, gastrointestinal haemorrhage, haematochezia, vaginal infection, weight fluctuation, diarrhoea, allergy to metals, rash, food allergy, abdominal pain, genital haemorrhage, urinary tract infection, urticaria, dyspareunia, weight increased, irritable bowel syndrome, gastrointestinal polyp, back pain and skin disorder outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, diarrhoea, dysmenorrhoea, dyspareunia, food allergy, gastrointestinal haemorrhage, gastrointestinal polyp, genital haemorrhage, haematochezia, irritable bowel syndrome, menorrhagia, rash, skin disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: plaintiff is seeking medical attention for her symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Pregnancy test - on an unknown date: results: negative. Lot number: 508292, manufacture date: 2005-06, expiration date: 2007-05; lot number: 508295, manufacture date: 2005-07, expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Case become incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.